Event description:
The customer reported that no adequate response to stimulation was observed across multiple amplitude configurations. Additional diagnostic assessments, including drug-induced sleep endoscopy (dise) and polysomnography (psg), demonstrated minimal to no therapeutic response, even at maximum device output (100% amplitude). Over the following months, the patient continued to demonstrate poor clinical outcomes despite maximal stimulation settings. Based on the persistent inadequate therapeutic response, a decision for replacement surgery was made jointly by the physician and the patient. Replacement surgery was performed on (B)(6) 2026. The implantable stimulator (is) was explanted and replaced. The replacement surgery was completed successfully.